Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Second degree burns [burns second degree], used heatwrap for two herniated discs in her back [device use issue], ulcer [ulcer]. Case narrative:t his is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87693, expiration date: dec2018) from an unspecified date for arthritis in spine, two herniated discs in back and back pain therapy. Medical history included high blood pressure from an unknown date and unknown if ongoing (diagnosed years ago). Concomitant medication included lisinopril (lisinopril) 5 mg, 1x/day for blood pressure. On (B)(6) 2016, the patient reported she used the heatwrap and experienced a second degree burn. She mentioned she was using the heatwrap for arthritis in her spine and for two herniated discs in her back. The patient stated she first went to her dermatologist who treated her, followed by her family doctor who also treated her for the burn. Therapeutic measures taken included unspecified treatments. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (04apr2017): new information received from product quality complaints (pqc) group included: suspect product expiration date and product quality investigation results. Follow-up (24may2017): follow-up attempts are completed. No further information is expected. Follow-up (07jun2017): this contactable consumer reported by way of product summary investigation results. The thermacare heatwrap (thermacare lower back & hip) date of manufacture was reported as 07jan2016. Follow-up (01dec2017): this contactable consumer reported by way of medical records. This female patient relevant medical history included breast cancer, ulcerative colitis and heart disease on an unknown date. Her family history included malignant melanoma to cousin on an unknown date. Her social history was significant for smoking from an unknown date to 1994. On an unknown date, she was diagnosed with ulcer on the left lower back. She had skin examination on (B)(6) 2016, which revealed superficial punched out ulcer with dried yellow exudate and peripheral minimally erythematous edges, one small intact blister superiorly located on the left lower back, 1.5 x 1.2 cm, skin examination on 18oct2016 revealed 1.3 x 1 cm, typical mild erythema at wound edges, dried granulation tissue centrally located on the left lower back and skin examination on (B)(6) 2016 which revealed adherent yellow crust to the left upper wound, sharp debridement to pin point bleeding of adherent hyperkeratotic yellow crust to 10 percent of wound, 5 percent remains adherent, significant pain at the site located on the left lower back. She was treated with mupirocin 2 percent ointment twice daily on the skin (affected areas on back) on an unknown date for ulcer and second degree burn, applied burn gel for second degree burn on an unknown date and also suggested to keep covered with nonstick dressing and paper tape. On (B)(6) 2016, she took collagenase (santyl) 250 units/g ointment every day for one and half week. On (B)(6) 2016, the second degree burn on the left lower back was improved. As of (B)(6) 2017, the clinical outcome of the event ulcer was unknown and second degree burn was recovering.

Event description:
[Burns second degree] , used heatwrap for two herniated discs in her back [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87693, expiration date: 2018) from an unspecified date for arthritis in spine and two herniated discs in back. Medical history included high blood pressure from an unknown date and unknown if ongoing (diagnosed years ago). Concomitant medication included lisinopril (lisinopril). On (B)(6) 2016, the patient reported she used the heatwrap and experienced a second degree burn. She mentioned she was using the heatwrap for arthritis in her spine and for two herniated discs in her back. The patient stated she first went to her dermatologist who treated her, followed by her family doctor who also treated her for the burn. Therapeutic measures taken included unspecified treatments. Clinical outcome of the events was unknown. . Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "second degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "second degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term]. Second degree burns [burns second degree], used heatwrap for two herniated discs in her back [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87693, expiration date: dec2018) from an unspecified date for arthritis in spine, two herniated discs in back and back pain therapy. Medical history included high blood pressure from an unknown date and unknown if ongoing (diagnosed years ago). Concomitant medication included lisinopril (lisinopril) 5 mg, 1x/day for blood pressure. On (B)(6) 2016, the patient reported she used the heatwrap and experienced a second degree burn. She mentioned she was using the heatwrap for arthritis in her spine and for two herniated discs in her back. The patient stated she first went to her dermatologist who treated her, followed by her family doctor who also treated her for the burn. Therapeutic measures taken included unspecified treatments. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (04apr2017): new information received from product quality complaints (pqc) group included: suspect product expiration date and product quality investigation results. Follow-up (24may2017): follow-up attempts are completed. No further information is expected. Follow-up (07jun2017): this contactable consumer reported by way of product summary investigation results. The thermacare heatwrap (thermacare lower back & hip) date of manufacture was reported as 07jan2016.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] second degree burns [burns second degree] , used heatwrap for two herniated discs in her back [device use issue]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m87693, expiration date: dec2018) from an unspecified date for arthritis in spine and two herniated discs in back. Medical history included high blood pressure from an unknown date and unknown if ongoing (diagnosed years ago). Concomitant medication included lisinopril (lisinopril). On (B)(6) 2016, the patient reported she used the heatwrap and experienced a second degree burn. She mentioned she was using the heatwrap for arthritis in her spine and for two herniated discs in her back. The patient stated she first went to her dermatologist who treated her, followed by her family doctor who also treated her for the burn. Therapeutic measures taken included unspecified treatments. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (04apr2017): new information received from product quality complaints (pqc) group included: suspect product expiration date and product quality investigation results. Company clinical evaluation comment: based on the information provided, the event "second degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "second degree burn" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.